Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. It was reported the therapy application was running slowly when requesting a bolus. The patient noticed right after a refill, the app ran fast when requesting a bolus, but after some time passed the app ran slower and slower. The patient noted when the pump was delivering the bolus, it stopped at 91 and stayed there for several minutes. It was also reported the handset did not charge when it was plugged into the regarding cord. The handset would be fully charged when he went to bed, but when he woke up, the handset battery level dropped down into the 80s. It was noted the outlet was good, and that was not an issue. The handset depleted and was not holding a charge. The patient would have it fully charged when he went to bed, but when he woke up, the battery had somehow depleted to around 86%. He had charged three times during the day. It was also reported the communicator did not always sync with the pump. The communicator would flash blue for several minutes before he was able to successfully go into the app. It was reported because the communicator did not always sync with the pump he was not able to access the app. The handset and communicator function was reviewed with the patient, and best practice for accessing the app. While on the phone the patient confirmed he immediately connected successfully to the app. It was reviewed to monitor the communicator concerns and offered to get the patient over to repair to address handset concerns. An email was sent to repair and patient symptoms were not reported. The event dates were asked and unknown. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the cause of app running slow when requesting a bolus and the communicator not syncing with pump was not determined. The patient was sent a new handset and returned the old one which needed to be charged at least 3 times a day. The new handset was charging well and communicator was working better now. No further complications were reported.